Manufacturer narrative:
Concomitant products: product ID: 8591-38, lot# d10417, implanted: (B)(6) 2011, product type: accessory. Product ID: 8590-1, lot# n294215, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving clonidine 6.0mcg/day and morphine 0.9mg/day concentrations not reported, via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported the "pump came through the wall of my stomach" and the patient noted it happening a "few times." One physician said he would put the pump back in but another physician had to monitor it. The patient stated they had been fine since. The patient also reported they were on fentanyl patches and their dentist said it was affecting the patient's teeth. The patient was also seeking a closer physician. Diagnostics not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.